Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The mega suturecut needle driver instrument was analyzed and found to have a frayed grip cable at the distal end. The frayed cable strands stuck out at the idler pulley. The complaint was confirmed by failure analysis.

Event description:
It was reported that during central processing, the mega suturecut needle driver instrument had loose thread noted in the cable. There was no patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer noted the instruments are always inspected before use and if any damage is seen they are not used. The issue was identified during central processing. It was unknown if what surgical task was being performed. It is unknown if the instrument collided with any other instruments during any procedure. It is unknown if the issues are related to: opening/closing of the grips; left/right (yaw) motion of the grips; and up/down (pitch) motion of the wrist. No cables were protruding. No fragments fell into the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.